Event description:
Bladder infection because of klebsiella bacteria. Headaches since (B)(6) 2021. Body swelling. Discontinued CPAP use after calling supplier and learned of recall. Did not use any cleaning devise on my CPAP. Was given macrobid antibiotic for bladder treatment was given on (B)(6) 2021. Received a call on (B)(6) 2021 while I was away from home stating that I needed a different antibiotic because of different type of bacteria found in further testing. Testing on (B)(6) 2021 was done at an express care facility. I stopped using the CPAP around (B)(6) 2021. Right away I noticed more congestion and coughing up mucous. I started using the CPAP (B)(6) 2021. I immediately felt better rested and thought it was the best thing ever. Do not have any figures of tests. FDA safety report ID # (B)(4).